Event description:
It was reported that the rechargeable battery was completely melted and caught on fire on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.